Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative not feeling tingling over her right leg. The representative tried to reprogram the device to produce tingling on right side and did an impedance check which showed impedances around 9000. A surgical intervention is planned but has not yet been scheduled. Indication for use included failed back surgery syndrome.